Manufacturer narrative:
The astral device was returned to resmed. Evaluation could not reproduce the reported complaint. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device power supply unit was inoperable. There was no harm or serious injury reported as a result of this incident.